Event description:
A peritoneal dialysis (pd) patient reported that she had been treated with antibiotics for an incident of peritonitis. During follow up the patient's pd nurse reported that event started (B)(6) 2014 when the patient reported abdominal pain. She was admitted to hospital for possible infection. She was later diagnosed with eosinophilic peritonitis as she had elevated white blood cell count but no growth in effluent. The event was considered due to touch contamination as she did not have any malfunctions or leaks with her treatment on the cycler. She was treated with broad spectrum antibiotics including ancef, fortaz, cefazolin, ceftazidime. The patient's effluent improved and symptoms subsided. She was released from the hospital (B)(6) 2014 and continued on antibiotics until (B)(6) 2014. She has been cleared of the infection without recurrence.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Due to lack of information an MDR will be filed against the cycler while undergoing review by post market clinical department and manufacturing plant.